Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully advanced within the patient and placed on the leaflets. The lock was tested and the clip opened. There were challenges with visualizing the clip. Troubleshooting was attempted but was unsuccessful. The clip was removed and a replacement mitraclip was selected and implanted successfully. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was performed, after significant force the sgc was removed from the stabilizer. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.